Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, the delivery attempt of a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9208251) was unsuccessful. The stent became impeded at the microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot: unknown) and could not be advanced into the microcatheter (mc). During this attempt, the stent was observed to have prematurely detached from the delivery wire within the microcatheter hub. The physician removed the microcatheter and the detached stent from the patient. A second stent, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9682210) was then introduced using the same original microcatheter. The second stent again became impeded in the microcatheter hub and subsequently detached from the delivery wire at the same location. The physician removed the second detached stent and the original microcatheter from the patient. The physician proceeded with a new microcatheter and a third stent. The third stent was successfully delivered, and the procedure was completed. The event resulted in an approximate 10 minute prolongation of the surgery. No patient injury or adverse clinical impact was reported. Additional event information received on 28-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise systems. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedure prolongation/delay did not result in result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. The stent and introducer were not returned for evaluation. Microscopic inspection revealed a stretched condition at the proximal end of the positioning coil of the delivery wire. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent prevented functional testing for the impeded condition reported, the customer complaint is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damage found in the delivery wire, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.